Event description:
This port-a-cath was needed because the pt needs chemo for lung cancer. The catheter was inserted, and ready for the port access to be hooked up. The catheter did not catch onto the hub of the access port. The catheter kept sliding out of the locking mechanism. The surgeon re-inserted the guidewire and opened another port-a-cath. There was no harm to the pt.